Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 29. Oct 2015, overwrite spacer parts with unk screw parts according to answer from affiliate. Unknown which of the screws are affected. It was a planned removal surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A manufacturing investigation was performed for the subject device (ti tomofix medial high tibia plate-4 holes/small, part number 440.831, lot number 9033120). The visual inspection of the plate shows scratches of use on the surface and small dents on plate corners. Plate is not broken and in working order. No manufacturing related issues were identified and/or confirmed. A root cause could not be determined. Possible reasons for the complaint condition could have been that a damaged screwdriver was used and/or soft tissue ingrowth in between plate thread and screw head thread and an overloading situation lead to the breakage of the screws. It is recommended that only intact instruments for surgeries in general be used and procedures be performed according to the surgical technique guide. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. The implant date of the plate is unknown. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that a removal surgery took place after hto with a reported tomofix plate on (B)(6) 2015. During the surgery, the surgeon had difficulty in removing the reported screws inserted at the most distal end part of the plate detailed as following; the surgeon was able to put tip of the screwdriver on the reported screw to turn the screw during the removal surgery. However, turning the screw was not smoothly performed. As a result, the screw head became dull after repeated turning. The surgeon used a hollow reamer to shave around the stuck screw. Then, the surgeon successfully removed the reported screw, eventually. The surgery was delayed for 30 minutes. No patient harm was reported. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: 21july2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.